Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on july 04, 2018. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced persistent pain and discomfort at the implant site. Subsequently, the patient was treated with several courses of oral antibiotics and several rounds of oral and injectable steroids (dates and duration not reported); however the issue did not resolve. There are plans to move the implant to a more posterior location, but is yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure the magnet was removed and placed on a new fixture at a different site.